Event description:
The account alleged that the bed had a self-run of the knee function. No patient impact.

Manufacturer narrative:
The technician could not duplicate the self-run but the service menu showed error codes for the left user control module board and the left user control module cable. The technician replaced the left user control module board and the left user control module cable assembly to resolve the issue.